Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was failing a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a step during testing. The device's sensor board needs replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's power management board needs replaced to address the issue.